Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08775 inches.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was over 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for high blood glucose was performed. Customer advised they experienced diabetic ketoacidosis, thirst, headaches, nausea, difficulty breathing and pain in their heart. Customer was admitted into the hospital (B)(6) 2018. Customer was placed on insulin drip while at the hospital. Customer advised they experienced low blood glucose levels as well however they declined to troubleshoot.